Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the self test, displacement, rewind basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm or software error alarms were noted. The insulin pump functioned properly. The motor was tested outside of the device and passed. The insulin pump was received with a scratched display window and a cracked reservoir tube lip.